Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for non-malignant pain. It was reported the patient is in the hospital for emergency surgery for a broken leg. The consumer stated that the patient's device was turned off prior to surgery and they cannot turn it back on. The consumer wanted to know what they could do. Troubleshooting could not be done due to lack of access to the product. The consumer stated the patient had his programmer with him but the consumer was not with patient. The consumer was to call back when she was with the patient. It was noted that the patient had horrible pain.